Manufacturer narrative:
Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test reservoir locked properly in reservoir tube. No broken reservoir tube lip noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose reading at the time of the call was 9 mmol/l. Customer reported that the reservoir compartment ring is broken and the reservoir cannot sit inside or lock properly. Product is expected to return.